Manufacturer narrative:
Additional catalog #s: 72402105, 72402287. Additional serial #s: (B)(4). Should additional information become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2003, an acticon neosphincter device was implanted. On (B)(6) 2011, the entire device was removed and replaced due to recurring incontinence. No patient complications reported.